Manufacturer narrative:
The company service representative examined the system and replaced the fluidics mechanism. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "failed to prime" (failure to prime); "system message displayed" (device displays error message). The surgeon reported a system message displayed during priming. The system was switched out and the case was completed as planned. No patient injury was reported.